Manufacturer narrative:
The insulin pump monitored for several days. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery test anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer's mother stated that they were able to bring it down to 68 mg/dl. The customer's mother also reported that the insulin pump had bad battery and failed battery test alarm. The customer's mother declined to troubleshoot. The insulin pump was returned for analysis.